Event description:
Diagnosis: organic brain disorder, history of seizures and epilepsy. Pt was non-communicative, right arm contracted, total care, on seizure precautions but has not had a seizure in over a year. At 5:45 am cna attended the roommate and then changed this pt's linen. Pt was positioned on their left side, in the middle of the bed. Head was slightly elevated. At 7:30 am when the cna brought in pt's breakfast, she found the pt kneeling down on the floor, facing the head of the bed with their head wedged between the siderail and mattress. Pt had been placed on a gaymar alternating pressure mattress the day before.